Manufacturer narrative:
Product event summary: the sheath, 4fc12 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at the area between 46mm to 65mm from the tip. The distal tip of the sheath was intact; no fractures, breaks or kinks noticed. Functional testing showed the deflection worked as per specification. In conclusion, the sheath failed the return product inspection due to a shaft kink near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician had difficulty maneuvering the sheath and balloon catheter from the left sided veins to the right sided veins. On retrieval of the sheath at the end of the procedure, it was noted that the sheath was bent and could not retain its shape. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.